Event description:
It was reported that sometime post dialysis catheter placement, when the extension leg was unclamped, the lumen remained collapsed, flat, and narrow, causing restriction of blood flow, reduction in pump speed, and reduction in clearance in the dialysis treatment. It was further reported that device was removed and replaced. Reportedly, the patient continued to received reduced-efficiency dialysis treatments. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor DHR review can be performed, as the lot number is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is inconclusive for kink in extension, as the device in the photo was a different device from the alleged device. The definitive root cause could not be determined based upon available information. Potential contributors to the reported event are repeated clamping at the same location and poor material choice. It is unknown if procedural issues contributed to the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that when extension legs were unclamped, they allegedly remained collapsed, flat, and narrow, causing restriction in blood flow through the ports of the cvc, reduction in pump speed and reduction in clearance in the dialysis treatment. There was no reported patient injury.